Event description:
It was reported that the asymptomatic patient presented for a clinical follow up. Episodes of non-sustained lead noise due to myopotential oversensing were observed on stored egms. The noise was not reproducible during isometric testing. The patient will continue to be monitored.

Event description:
New information received notes that the device later exhibited post-paced t-wave oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted.